Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a left ventricular lead that exhibited low pacing impedance. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the left ventricular (lv) lead also exhibited inconsistent high and low capture thresholds. X-ray and venogram were performed, and it was determined that the lv lead needed to be extracted and replaced. However, the lv lead could not be extracted, so it was capped and replaced on (B)(6) 2025. The patient was in stable condition.